Event description:
It was reported on (B)(6) 2015 that the physician¿s handheld was not working. It was initially reported that the programming systems wanted the physician¿s office to ¿reprogram it,¿ but it would not let the office staff perform it. The vns field representative followed-up, and reported that the handheld would not power on. The vns field representative had the handheld plugged into the power outlet, but it would still not power on. The suspect handheld has not been received by the manufacturer for analysis to date.

Event description:
Analysis was completed, and the failure to program the handheld on was verified. The cause for the reported anomaly is associated with a swollen main battery. The swollen battery bent the battery cover causing the battery latch switch to register that the latch was unlocked, thus preventing the handheld from powering on. This condition can also cause the handheld to power off intermittently. The cause is not known but may be related to wear and/or usage of battery. No anomalies were identified with the software.

Manufacturer narrative:
The initial report inadvertently reported this data incorrectly.

Event description:
The handheld device and related software were received by the manufacturer for analysis. However, analysis has not been completed to date.